Event description:
It was reported that when the patient was having back surgery a magnet was placed over the cardiac resynchronization therapy defibrillator (crt-d). However, the physician was seeing paced rates with the patient experiencing bradycardia. Boston scientific technical services (ts) was consulted and discussed magnet function. Ts noted that magnet application only temporarily inhibits shock and does not affect pacing. Ts advised that the crt-d would need to be programmed to electrocautery protection mode. No adverse patient effects were reported.